Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during collection using bd vacutainer® ultratouch¿ push button blood collection set, there was a pin sized hole/cut in the tubing of one device that resulted in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. A visual analysis of one customer photo shows damage tubing and the tubing partially stuck to the bottom package. The second photo shows the top web with the batch and product information. In addition, thirty retained samples were visually evaluated. None of the samples were found with the tubing partially stuck to the blister package. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage during to injection/blood/urine collection and or hole in product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during collection using bd vacutainer® ultratouch¿ push button blood collection set, there was a pin sized hole/cut in the tubing of one device that resulted in sample leakage. No adverse impact was reported regarding the patient or user.